Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock was noted to be disconnected from the cartridge and air bubbles were in the infusion set tubing. The customer reported an elevated blood glucose (bg) level of 302 (mg/dl). It was indicated that the customer's health care provider would be contacted to address bg levels. During troubleshooting with tandem technical support, the customer was guided through priming air bubbles out of the tubing and resumed insulin delivery.